Manufacturer narrative:
H3: one device was received for evaluation. No repair history was identified in the last 12 months. Visual and accuracy testing was performed. The air detector was dented. The customer reported issue was confirmed through the downstream occlusion/upstream occlusion (dso/uso) test. The cause of the reported issue was a faulty uso sensor. Uso sensor was replaced.

Event description:
It was reported that the device exhibited "unable to attach cassette" and "cassette not attached properly" error messages. There was unknown reported patient involvement.